Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via radial artery. The 80% stenosed, de novo target lesion was in the located in the non-tortuous and non-calcified anterior descending artery. Following pre-dilatation, a 2.25 x 20 synergy drug-eluting stent was selected for use but it failed to advance. When the device was removed, it was noted that there was a problem with the stent struts. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.